Event description:
It was reported that an arteriotomy closure of the common femoral artery was attempted using a starclose se device after a carotid interventional procedure which used a 6f sheath. Reportedly, while deploying the vessel locator wings (click 2), a faint click was heard upon completion. When the device was pulled back against the arterial wall to check for resistance, vessel access was lost. The vessel locator wings were observed to be still closed and undeployed. Manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela. It was reported that the physician is trained in the use of the starclose se device. Additional information was not provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was received with the plunger deployed and subsequent partial thumb advancer and partial delivery tube deployment with partial sheath splitting initiated due to the plunger deployment. The vessel locator wings (vlw) were not deployed. Internal inspection detected the control wire had detached from the wire controller. The detached condition of the control wire from the wire controller would cause the vessel locator not to deploy when the plunger is depressed. This would result in a loss of vessel access when the device is pulled back to position it against the inner arterial wall with the device pulling out of the artery. The receiving inspection records for the vender lot of control wires were checked and the lot passed inspection. Visual inspection of the device was performed during manufacturing where the process of attaching the control wire to the wire controller confirms that the components met specification. Additional inspection of the device was performed to verify vlw deployment while depressing the plunger and a lot sample was functionally tested to verify proper device functionality with no failure noted. Review of the device history record for this lot did not produce any findings relevant to this report. The most probable cause for the detached control wire was determined to be due to a manufacturing issue.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all relevant information.